Manufacturer narrative:
(B)(6). (B)(4). Placeholder.

Manufacturer narrative:
Corrected data: date of this report: 06/28/2013. Date received by manufacturer: 06/28/2013. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Follow up was received that indicated the complaint reporter/account had completed reviewing the stock at the facility and no empty boxes/packaging were found at the site. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Date of event: (B)(6) 2013. Expiration date: 08/12/2015. Device manufacture date: 08/12/2012. The explanted intraocular lens (iol) was returned to our manufacturing facility for inspection. The returned lens was inspected at (B)(4) microscope magnification. The lens had surface residuals adhered to both sides of optic body compatible with the explant process. No other cosmetic defects were found in the returned lens. Diopter measurement was conducted; optical inspection results showed that the lens corresponded to a 25.5 diopter. The lens did not meet optical inspection requirements according to the reported serial number. The lenses are 100% measured for diopter power, resolution, and contrast in the miq (measurement iol quality) equipment. (B)(4). The lens diopter result obtained from the miq electronic system of the test performed when this lens was manufactured, showed that the lens serial number reported, (B)(4) corresponded to a size 15.0 diopter. Based on the diopter measurement performed as part of this investigation, the lens resulted in 25.5 d. The iol production order manufacturing sequence was analyzed to evaluate possible mix-up. According to the sequence observed there was no production order manufactured during that same day or consecutive day for a lens diopter of 25.5. No possibility of a mix up was identified in any of the two different processes that are performed after miq (measurement inspection quality), which is where the 100% inspection and insertion in the case and label occurs. Verification of the sales transaction with this customer was performed. The verification found that the customer had both size lens diopters, 15.0 and 25.5, in their site before and after the surgery. This verification supports the fact that a probable cause is related to a possible mix up of lenses at the customer site. An improper iol lens power was confirmed in the explanted sample returned. The lens did not meet diopter measurement requirement for the reported serial number. The investigation performed, having the manufacturing sequence of events of this production order, did not support any potential mix up condition. Manufacturing record review noted that all process operations were in compliance. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the customer claim was generated. The documentation record for the diopter power inspection process was reviewed and was found within specification. The lens diopter result showed that lens serial number (B)(4) corresponded to a 15.0 diopter. The iol reported was released within the diopter specifications. No deviations were reported. Based on the documents reviewed (line clearance, quantity process) and report of the electronic diopter results, it was confirmed that there were no deviations or non-conformity throughout the process. As a result, the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
We received a report concerning a patient who had an intraocular lens implanted. Post-operatively, the patient indicated that he could not see properly. Refractometry and aberrometry showed the patient was hypercorrected by eight (8) diopters. The lens was explanted and another lens implanted during the same procedure. The patient's visual acuity was good after the lens exchange.